Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat fibroid uterus and stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of transabdominal hysterectomy, cystoscopy, and bilateral ureteral catheterizations. It was reported that on (B)(6) 2008 the patient underwent a transvaginal tape sling insertion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 11/24/2015. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, due to sui. It was reported that following insertion the patient experienced recurrence, bowel problems, and dyspareunia. No additional information was provided.